Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 10/22/2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's husband reported that when he came home from work, the patient felt low. The patient's continuous glucose monitor (cgm) read that the patient's blood glucose (bg) was low. Paramedic was called and took patient to the hospital. It is not known what treatment patient received at the hospital. Patient stayed overnight at hospital and was released on (B)(6) 2016. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.